Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4, a5 and a6: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: no hardware errors or other sample/assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. A field service engineer (fse) was dispatched to the customer site. The fse verified the analyzer performance and sample handling. A precision test was performed with 10 replicates for each level of qc and it passed. The precision test was also performed on their other dxi analyzer as a comparison and no issue was observed. The fse noticed that the maximum speed was reached after 55 seconds for the centrifugation. The fse suggested extending the centrifuge time to 8 minutes. No further issue was reported by the customer. In conclusion, although preanalytical factors might have impacted customer¿s results, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2026 the customer reported erroneously elevated hstni patient results with the access hstni assay (reagent part number b52699 lot number 672034) on their dxi 800 instrument (part number a71456 serial number (s/n) (B)(6). The customer reported that one patient had a coronary angiography performed after the false high hstni result. Subsequent testing confirmed the initial value was incorrect. No further information was provided. The customer provided the following four patient samples results obtained on (B)(6) 2026 (it is unknown which results belong to the patient who had a coronary angiography performed): sample 1: initial result at 65.9 ng/l, repeated at 8.2 ng/l, sample 2: initial result at 209.5 ng/l, repeated at 112.6 ng/l, sample 3: initial result at 19.0 ng/l, repeated at 8.3 ng/l, sample 4: initial result at 77.3 ng/l, repeated at 35.8 ng/l. No hardware errors or other sample/assay issues were reported in conjunction with this event. System check passed within specifications on (B)(6) 2026. Calibration passed on (B)(6) 2026 with reagent lot 672034 and calibrator lot 538600. Quality controls (qc) were passing within the laboratory¿s established ranges at the time of the event. There was no evidence to suggest carryover as the customer did not report running samples of high troponin concentration prior to the questioned results. No issues with samples integrity were reported by the customer. The customer is using bd lithium heparin plasma separator tube. The samples are centrifuged for 5 minutes at 3000 g. A field service engineer (fse) was dispatched to the customer site.